Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced an event of infusion set tubing detachment on (B)(6) 2025. The site of detachment was connector. The infusion set was in use for one day. The blood glucose levels was 6 mmol/l and patient replaced infusion set and resumed insulin deliveries successfully no further information available.